Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the battery was observed to be depleting quickly. Customer's blood glucose level ranged from 150-300 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.